Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15703. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013717, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013717 was manufactured according to the form version 101.0, in the multivac m14, on 11/jun/2025, with a total of (B)(4) units. A complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The sub-assembly: welding the lot 5e04018 was manufactured according to the form version 34.0 welding in the machine ls06-ls07, on 08/jun/2025, with a total of (B)(4) units. The lot 5e04009 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 08/jun/2025, with a total of (B)(4) units. The lot 5e03376 was manufactured according to the form version 34.0 welding in the machine ls11, on 01/jun/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Note: nc was found within the DHR but is unrelated to the complaint or malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent steel cannula event on (B)(6) 2025. No further information available.